Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to diabetes ketoacidosis with high blood glucose of 505 mg/dl and it looks like the pump was malfunctioning. This morning the blood glucose was 313 mg/dl and the glucose-meter is not sending info to the pump and the current blood glucose was 300 mg/dl. Customer was wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was under delivering. Assisted with performing the high pressure test which was not completed. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions and to call back if issue recurs and assisted with programming meter to pump. The device will not be returned for analysis.